Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer wears the pump against their skin and the current pump supplies had been in use for more than 3 days. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support advised the customer to wear the pump in a case in order to prevent abrupt temperature changes to the pump.